Event description:
The customer reported that the unit was being used during transport of the pt. The unit stopped ventilating within the first minute of the use and did not alarm. The healthcare provider did not notice that the unit stopped ventilating. The pt reportedly went into cardiac arrest and was resuscitated. There was no reported pt injury. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.